Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's tubing became detached and there were air bubbles in the line. Customer reported an elevated blood glucose (bg) level of 322 (mg/dl) and administered a correction bolus to stabilize bg level. During troubleshooting with tandem technical support, customer was able to prime and reattached tubing.